Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the electrode belt was unable to complete incoming functionality testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete incoming functionality testing) has been confirmed. Upon investigation, the electrode belt failed incoming functionality testing. The trunk cable connector was cut off from the trunk cable. The cause of the failure was isolated to the damaged connector. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective electrode belt.